Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead (ra) exhibited high pacing thresholds. The ra lead was capped, remains in the patient and a different lead was implanted. No patient complications have been reported as a result of this event.